Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the sensor cannula was broken and that the sensor glucose reading was 50 to 100 points off from the blood glucose reading. The customer's blood glucose reading was unknown. The sensors were replaced and returned.

Manufacturer narrative:
Inspected one random opened and used sensor. We performed continuity resistance test and sensor failed per specifications. Also, found a bent cannula. Unable to confirm customer received sensor in said condition due to customer returned opened and used. Inspected remaining opened and used sensor and found cannula intact.